Event description:
It was reported the videoscope displayed no image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: d8, d9, h3, h4, and h6. The device was returned to olympus for inspection, and the customer's complaint of no image was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes that the disconnection of the scope cable, caused the event that the images are not displayed. Olympus will continue to monitor field performance for this device.